Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had disconnected mode due to network issue. A field service engineer accesses the station connected to the network port and installed a remote support service to resolve it. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had disconnected mode, and the patient was not showing on the station. The customer stated there was no delay in patient care. There were no adverse events or injuries reported based on this incident. .